Event description:
The product was used during a left colectomy procedure. Reportedly, bleeding of the anastomosis occurred post-operatively. The surgeon performed a re-operation and a tranfusion was required. The patient's status is satisfactory.